Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to mishandling. The event can be detected/prevented by following the instructions for use which state: "do not hit or drop the distal end, flexible part, bending part, control part, universal cord, scope connector part of the endoscope. Also, do not bend, pull or twist with strong force. The device may break, injure the body cavity, burn, bleed, perforate, or detach parts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air/water leakages was confirmed. In addition to a tip fixation screw adhesive detachment the additional evaluation findings are as follows: air/water-tube hole, water tightness was lost, acoustic lens air leakage, angle wire play of upward/downward angulation control knob, wear of angle wire, bending angle in up direction, bending section cover detached, bending section cover adhesion chipped, bending section cover adhesion crack, imaging guide snake pipe scratched, imaging guide coil wrinkles and side wrinkles, light guide coil wrinkles, sound ray missing, scope connector corrosion, air/water cylinder paint peeling, acoustic lens floating, lack of adhesive around acoustic lens, light guide lens scratch, objective lens scratch, engage does not work, and objective lens adhesion peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had air/water leakages. There was no patient harm associated with the event. The device was returned and evaluated. During evaluation a tip fixation screw adhesive detachment was found. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.